Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. According to the information received from our field service engineer, the issue with failing preuse test could be narrowed down to faulty pressure transducer circuit board. However, the customer decided not to complete the repair and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).